Manufacturer narrative:
Reference record # (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was hospitalized for a stoma infection with malodorous yellow drainage. The patient was initially treated with bactrim antibiotic, but was then switched to an unknown IV fungicide and unknown IV antibiotics. The patient was discharged from the hospital on (B)(6) 2019, with a midline inserted in order to continue receiving IV antibiotics at home.